Event description:
Pump was not returned. Investigation of the software anomaly was performed. After coupling, resistor knob was to be returned to the closed position. Instead, the coupler performed an extra loop and triggered a pump-problem alarm. Pump alarms before the start of an infusion, which can lead to delay of therapy. Issue can only happen when a set is being loaded. Summary of investigation is that the pump experienced a temporary failure due to a coding anomaly. Issue was addressed as part of an internal action and incorporated into software release 5.9.1. This was implemented via recall #z-1484-2024.

Event description:
The following has been reported: brock pump alarmed service needed, staff rebooted and alarm cleared. Pump was not infusing at time of alarm, no patient harm. An initial review of the device logs reveals the following: software anomaly (resistor coupling timeout) an active infusion was not delayed (per the logs); no adverse event was communicated. Reporting due to the referenced issue as a conservative measure. Further information is needed to complete the investigation.